Manufacturer narrative:
The complaint unit was received from the field for evaluation. Refer to evaluation # (B)(4) - leak in the tubing at the base of handpiece was confirmed. Upon internal inspection, no visible defects were noted. Handpiece was disassembled and discarded. On (B)(4) 2014 the DHR for microtip lot 28013-05 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4). No significant trend was observed. A review of console history (s/n (B)(4)) was performed during the months of (B)(4) 2013. The console was not requested back for evaluation because most of the unit failures reported were verified to be cause by an issue with the handpiece itself and not the console. There were no indications there were any problems with the console or facility training."

Event description:
Noticed that the tubing was leaking during priming - would not work because of leaking fluid from tubing.